Event description:
It was reported that the customer had tried 3 different infusion sets and received a no delivery alarm with each set. Customer's blood glucose level was 376 mg/dl. Troubleshooting was performed. Customer had tried different cannula lengths. Customer's mother stated that the tubing is not bent or kinked. Customer has tried all remedies. Customer's mother stated that the customer rotates sites regularly and the customer has insulin build-up issues, so sites are limited. Customer also used different infusion sets. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.